Manufacturer narrative:
The reported events of device in backup mode and no magnet response were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at end-of-service level.. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the pacemaker was failed to be interrogate and no magnet response. Furthermore, analysis of the merlin transmisison noted that the pacemaker was in backup operation. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.